Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had constant motor error alarm during rewind due to out of phase motor encoder signal.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.